Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2017 using an unspecified applicator. They were treated to the lower flanks and back bulge/back fat/ bra fat on (B)(6) 2017 using the coolcurve+ applicator. They were treated to the lower flanks and back bulge/back fat/ bra fat on (B)(6) 2017 using the cooladvantage applicator. The patient developed paradoxical hyperplasia (pah/ph) 4 months after treatment. The patient was diagnosed with pah in the braline (back bulge/ back fat/ bra fat) and flanks on (B)(6) 2017. The pah was described as firmer than surrounding tissue but still seems pinchable.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2017 using an unspecified applicator. They were treated to the lower flanks and back bulge/back fat/ bra fat on (B)(6) 2017 using the coolcurve+ applicator. They were treated to the lower flanks and back bulge/back fat/ bra fat on (B)(6) 2017 using the cooladvantage applicator. The patient developed paradoxical hyperplasia (pah/ph) 4 months after treatment. The patient was diagnosed with pah in the braline (back bulge/ back fat/ bra fat) and flanks on (B)(6) 2017. The pah was described as firmer than surrounding tissue but still seems pinchable.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2017 using an unspecified applicator. They were treated to the lower flanks and back bulge/back fat/ bra fat on (B)(6) 2017 using the coolcurve+ applicator. They were treated to the lower flanks and back bulge/back fat/ bra fat on (B)(6) 2017 using the cooladvantage applicator. The patient developed paradoxical hyperplasia (pah/ph) 4 months after treatment. The patient was diagnosed with pah in the braline (back bulge/ back fat/ bra fat) and flanks on (B)(6) 2017. The pah was described as firmer than surrounding tissue but still seems pinchable.